Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues. Programing adjustments have been made with some improvement noted. A CT scan revealed the electrode is placed in the hypotympanic air cell tract. The recipient was advised to discontinue device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient will remain a non-user of the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections: h.10, h.6. Advanced bionics considers this event as non-reportable. The recipient had reportedly experienced high impedances and will remain a non-user. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section b.1, b.2, h.1 this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.